Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was successfully implanted on (B)(6) 2025. The patient was discharged. The patient was brought back to the hospital due to a 4mm leak under the fabric polyethylene terephthalate (pet) cover. On (B)(6) 2025 the physician plugged the leak with a small non-boston scientific (bsc) amplatzer plug devices. There were no patient complications.